Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The pump was not returned for investigation. The data log shows low pump flow during activation, with an active suction alarm. As per the clinical notes, a cannula kink was reported due to a small left ventricle (lv). The product damage (cannula kink) failure mode was changed to low pump flow as investigated failure mode. The low pump flow issue was most likely caused by the patient's condition, specifically a small ventricle, which led to a kink in the cannula, based on the given clinical details.

Event description:
The user facility reported a 53-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was inserted without complication, but impella would only achieve average flows of 1.4l. When checking position, the catheter appeared kinked about 1.5 cm below the motor housing. The physician tried several times to unkink the cp and was unsuccessful. The decision was made to explant and place a new device. The patient¿s left ventricle was small, and the aortic valve had moderate stenosis. Upon visual inspection the catheter was intact. There was no harm to the patient

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.